Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: right; 495cc mentor memoryshape breast implant; catalog number: 3341302; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2019, mentor became aware that psr submission reference numbers (B)(4) and (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. It was reported that a (B)(6)-year-old caucasian female patient underwent an primary breast reconstruction surgery with a 495cc mentor memoryshape breast implant and was presented with left breast implant rotation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.